Manufacturer narrative:
Fluid loss was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Review of manufacturing documentation was not performed . Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. The allegation was not confirmed as the reservoir performed within specifications, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) reservoir due to fluid loss. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) reservoir due to fluid loss. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.